Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer normal results are 70-90 mg/dl before a meal or medication. Based on parkes error grid analysis, the bias between the highest result in memory (160) and the lowest result (70) is located in zone b/c. Last 6 results in memory are 152 mg/dl, 149 mg/dl, 160 mg/dl, 138 mg/dl, 110 mg/dl and 161 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 70-90mg/dl before a meal or medication. Based on parkes error grid analysis, the bias between the highest result in memory (160) and the lowest normal result (70) is located in zone b/c. Last 6 results in memory are 152mg/dl, 149mg/dl, 160mg/dl, 138mg/dl, 110mg/dl and 161mg/dl. No adverse event reported.